Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic porcine mitral valve, implanted for 12 years and 10 months, is planned to undergo a valve-in-valve procedure due to moderate-to-severe stenosis and moderate regurgitation. The tmvr will be performed with an edwards transcatheter valve. No additional information provided.

Event description:
It was reported that this patient with a 25mm bioprosthetic porcine mitral valve, implanted for approximately 13 years, underwent a valve-in-valve procedure due to significant mitral regurgitation. The tmvr procedure was performed with a 23mm edwards transcatheter heart valve with excellent result. The patient was reported to have left the or without any hemodynamic issues with normal cardiac function.

Event description:
It was reported that this patient with a 25mm bioprosthetic porcine mitral valve, implanted for approximately 13 years, underwent a valve-in-valve procedure due to severe mitral stenosis and mitral regurgitation. The tmvr procedure was performed with a 23mm edwards transcatheter heart valve with excellent result. The valve was seated well. The mean gradient reduced from 12-15mmhg down to 5mmhg. The patient was taken to the ICU in stable condition without any hemodynamic issues with normal cardiac function. The patient was discharged on pod #3 in good condition.